Event description:
It was reported that the customer received a button error alarm on her insulin pump. It was advised the customer discontinue use of the pump and revert to a back-up plan. Her blood glucose level was 180 mg/dl. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Insulin pump received with cracked case at display window corners, reservoir tube, battery tube threads, minor scratches on display window, missing end cap sticker, back address and serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.